Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepped per the instructions for use and was inserted without issues. However, when the sgc crossed the septum, an object was noticed on the tip of the sgc; therefore, aspiration was performed. The object was unable to be removed, so the physician decided to remove the entire device. Once outside the anatomy, it was noticed that 1-2cm of tissue was stuck to the tip of the sgc. The physician felt as though the tissue damage was caused during advancement of the sgc. Once the tissue was removed, the sgc was reinserted. An ntw clip was then implanted without issues. To further reduce mr, a second clip was inserted and deployed laterally of the ntw clip. However, after the clip was deployed, the ntw clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The clip was stable on the posterior leaflet and mr was reduced to a grade of 2, so the physician decided to not implant an additional clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.